Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor computer power supply. The system operates as intended.

Event description:
The customer reported the system will not display an image. No pt injury was reported.